Event description:
Baxter personnel reported, on behalf of the facility, to a technical service representative of a colleague infusion pump with damaged battery; this condition had the potential to interrupt delivery. It is unknown when this event occurred. The facility representative stated that it is unknown if there was a patient involved; there were no reports of patient injury or medical intervention or adverse reaction in association with this event. No additional information is available. The software version is currently unknown at this time.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with damaged battery was confirmed during product evaluation. This condition was caused by depleted main batteries. The main batteries were replaced to correct the reported condition. Additional information: this involved a colleague p1.5 infusion pump with user interface module master software version 6.13.92. This issue has been escalated to CAPA.